Event description:
It was reported that when the customer tried programming information into the insulin pump, the numbers started ramping by themselves. The customer removed the battery and inserted another one, and the insulin pump alarmed button error, in (B)(4). The keypad was unresponsive. The customer stated that it was a hot day, so the alarm might have been caused by the temperature. The customer's blood glucose was 14.7 mmol/l, which was not treated. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube, broken battery tube threads and moisture damage was found on electronic and motor assembly.